Manufacturer narrative:
(B)(4), results: visual inspection of the returned product noted a clear surgical residue on the lens and there was no visible damage observed. (B)(4).

Event description:
The reporter stated as the surgeon that the aq2010v three piece silicone lens was inserted and removed from the eye. A vitrectomy was performed, but there was no damage to the capsule. The reporter stated the incident was due to the condition of the patient's eye and not due to the lens.